Event description:
Additional information received from the patient in response to follow-up reported that she does not have and did not have a urinary tract infection (uti). The doctor just kept pushing pills at them and never worked on the stimulator. No test had been done to see if she had a uti. She was not going to go back to him. "She knows when she has one by the symptoms." She still had incontinence problems. She was not going to address much right now as she wanted to take care of some unrelated issues. The incontinence was thought to be due to old age and a botched bladder suspension years ago. She was going to follow up with her primary physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they were having a bad incontinence problem that had been going on for years and had been bad the last couple of years. The patient's device had never been used. The health care professional (hcp) never did anything to set the "meter." The patient never used the device and did not know how the patient programmer worked. The hcp told the patient that she had a bladder problem and she told the hcp that she did not. The hcp told the patient that they had a bladder infection. The patient was not tested for a urinary tract infection (uti) and a urine sample was not taken by the hcp. The patient reported that they had a uti last week ((B)(6) 2015). They had a bulged bladder and were trying to get it repaired. This was a part of the problem. The symptom reported was urinary incontinence. The patient was not seeing their hcp anymore. Relevant medical history included mesothelioma, which required chemotherapy. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.